Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, undersensing due to incorrect programming was noted on the device. No intervention has been performed at this time. The patient was stable and will continued to be monitored.